Event description:
Pt was scheduled for an arteriostomy procedure. After scraping proximal mid lad and diagnosing dissection with staining noted in proximal lad. Attempted to to place a stent in proximal lad. Stent wouldn't cross. In attemptng to remove, stent balloon came off and lodged in proximal circumflex artery. Physician tried numerous times to snare stent. Pt was sent to cvor for removal of stent and wires.